Manufacturer narrative:
Complaint conclusion: it was reported that while attempting to cross the lesion, the stent began to pre-maturely deploy from the stent delivery system (sds). The target lesion was in the superficial femoral artery and was a 100% chronic total occlusion with heavy calcification. There was no vessel tortuosity. The smart control advanced, but failed to cross the target lesion. A balloon catheter was advanced for pre-dilation, but it also failed to cross the target lesion. The guidewire was exchanged to a 0.014 and pre-dilation was again conducted with another balloon catheter. However, the smart control once again failed to cross the lesion, and as it was pushed further, the stent began to deploy. The sds was safely removed from the patient. Another pre-dilation was conducted at high pressure and two other smart control stents were advanced and placed in the target lesion. The procedure was completed without patient injury. It was reported that the locking pin was in place during the procedure. One non-sterile unit of smart control 7x100 mm was received coiled in a plastic bag. Stent was partially deployed, about 1.2 cm and locking pin was not in place. Outer sheath was bent at ID band. Blood residues were observed at handle. No other anomalies were detected. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable. Usable length of the sds was measured and it was found to be within the specification. The deployment was completed with no resistance felt. The catheter was introduced into a 6fr lab sample csi introducer and slight resistance was felt at bent locations, however the catheter went through. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was confirmed as resistance was felt during the functional analysis at the kinked locations found in the visual analysis. The premature deployment reported by the customer was confirmed as the stent was found partially deployed. The cause of partially deployed stent and the kinked outer sheath could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to prevent and detect these types of failures. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. One non-sterile unit of smart control 7x100 mm was received coiled in a plastic bag. Stent was partially deployed, about 1.2 cm and locking pin was not in place. Outer sheath was bent at ID band. Blood residues were observed at handle. No other anomalies were detected. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable (B)(4). The deployment was completed per dp (B)(4) with no resistance felt. The catheter was introduced into a 6fr lab sample csi introducer and slight resistance was felt at bent locations, however the catheter went through. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was confirmed as resistance was felt during the functional analysis at the kinked locations found in the visual analysis. The premature deployment reported by the customer was confirmed as the stent was found partially deployed. The cause of partially deployed stent and the kinked outer sheath could not be conclusively determined; however they do not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent and detect these types of failures, reference procedures documented in route sheet # (B)(4) rev. 17. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time.

Event description:
It was reported that while attempting to cross the lesion, the stent began to deploy from the sds. The target lesion was in the superficial femoral artery and was a 100% chronic total occlusion with heavy calcification. There was no vessel tortuosity. The smart control advanced, but failed to cross the target lesion. A wanda balloon catheter was advanced for pre-dilation, but it also failed to cross the target lesion. The guidewire was exchanged to a 0.014 and pre-dilation was conducted with a fennec balloon catheter (6mm x 4cm). The smart control once again failed to cross the lesion, but when it was pushed further, the stent began to deploy from the sds. The sds with the stent was safely removed from the patient without problems. Another pre-dilation was conducted with a 5mm x 2cm balloon catheter at high pressure and two other smart controls were advanced and placed in the target lesion. The procedure was completed without patient injury. It was reported that the locking pin was in place during the procedure.

Manufacturer narrative:
Concomitant devices included fennec balloon catheter, wanda balloon catheter, 0.014 guidewire. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is anticipated that the device will be returned for analysis, but the device has not yet been returned.